Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak. It was reported that during preparation of the mitraclip delivery system, a leak was detected at the gripper lever. The device as not used on the patient. A new device was used successfully. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported leak at the gripper lever was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported leak appears to be related to the observed polyimide tubing protrusion. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.